Manufacturer narrative:
The customer contacted product support and states that during set up unit does not stay in standby mode when prompted, unit cycles normally in st mode, no error codes to note. Product support advised customer to perform pvt with emphasis on air and o2 flow accuracy tests to determine if flow sensors are out of spec, replace flow sensor assembly if needed to correct issue, if problem persists replace cpu board if needed. The customer is taking responsibility to correct/repair device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.

Event description:
The customer reported that the unit does not stay in standby mode. The customer reported that the unit was not in use on patient. The issue was discovered during setup. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per biomedical engineer the issue was discovered during patient use. No delay in therapy reported. Per biomed they finished a full performance test, and everything was within specification. The biomed reported that their next step is to purchase a flow sensor assembly per philips¿s tech support. No further information provided.

Manufacturer narrative:
The gas delivery system (gds) was returned for failure analysis. The customer complaint cannot be verified during testing. The returned gds executes standby mode normally. No fault was found.